Event description:
A female pt reported experiencing a corneal ulcer while using renu with moistureloc multi-purpose solution. The pt was treated with zylet and subsequently recovered. According to a physician's assistant, this event was not related to product use and it was not considered fungal.

Manufacturer narrative:
Item f. 10 codes completed by manufacturer. Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided . According to a physician's assistant, this event was not related to product use. Based on all information, no causal factors can be determined and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility enviromental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.